Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, the doctor experienced a powered echelon 45mm (psee45a) knife blade lockout during his first fire. Surgeon was using a gst45b reload. The knife blade traveled to the distal tip of the device, however failed to retract after the fire was completed. The reverse knife blade button failed to bring the knife blade back. Surgeon was able to retract the knife blade using the manual override and was able to open up a new device to complete his procedure. There was no patient injury due to this malfunction. The surgery was delayed by five minutes and was completed with no patient consequences.